Event description:
The pt reported that her infusion device began making a "funny noise" and she could only see her display at an angle. During troubleshooting with a co rep, she was advised to remove the power pack and reinsert. When she reinserted the power pack, the infusion device displayed "2.00--." The pt was advised to replace the power pack with a different power pack. The pt reported that she did not have any other power packs, so one was sent to the pt. No physiological symptoms occurred. No medical assistance was required. The affected product was requested to be returned for eval.